Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump had air bubbles present in the reservoir. Customer reported that she had recently been experiencing high blood glucose levels. Customer was able to push the air bubble out of the reservoir. Blood glucose was 307 mg/dl at the time of the call. No further information was provided.